Manufacturer narrative:
Study source: (B)(6) study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of the (B)(6) study. On (B)(6) 2016, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, the patient experienced lower respiratory tract infection (lrti) and was treated with prednisolone. No hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2016 the lrti was reported to have resolved.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2016 as part of (B)(6). On (B)(6) 2016, the patient underwent the first bronchial thermoplasty treatment to the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, on (B)(6) 2016, the patient experienced lower respiratory tract infection (lrti) and was treated with prednisolone. No hospitalizations or emergency room visits occurred as a result of this event. On (B)(6) 2016 the lrti was reported to have resolved. **additional information received on 29jun2017** the patient was also treated with clarithromycin 500mgs bd for 5 days. Baseline spirometry data: pre-bronchodilator, fev1: 2.47, fev1 % predicted: 79.00, fvc: 3.32, fvc % predicted: 84.00. Post-bronchodilator: fev1: 2.78, fev1 % predicted: 89.00, fvc: 3.59, fvc % predicted: 91.00.